Manufacturer narrative:
It should be noted, the alarm detects patient¿s movements, however it will not restrain the patient from leaving the bed. Citadel bed frame system instruction for use (IFU, 830.213 rev.14) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ IFU (830.213 rev.14) also includes information about bed exit alarm and it¿s sensitivity: ¿the patient movement detection system can be set to alarm when undesired movement occurs. The sensitivity of the patient movement detection relative to the center of the deck, can be varied incrementally.¿ "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed." ¿in bed ¿ this button activated/ deactivates patient movement detection and increases the sensitivity of the system.¿ ¿patient movement detection threshold display ¿ an indicator shows current system status and the selected sensitivity of patient movement detection.¿ ¿egress ¿ this button activates/ deactivates patient movement detection and decreases the sensitivity of the system.¿ ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at nurse¿s station.¿ to sum up, arjo device did meet its specification since no malfunction that could lead to patient fall was found. The bed was in use by a patient, so from that perspective it played a role in the event. This complaint was assessed as reportable due to allegation of patient fall. The patient was feeling an arm sore due to the fall.

Event description:
Arjo was informed about patient's fall from citadel bed. It was reported that the varizone movement system (bed alarm) did not sound during the fall. The patient sustained an arm sore as a result of fall. According to the information provided by a facility manager, 3 from 4 safety sides were raised, while the patient was on the bed, one was lowered due to hospital policy. It was stated that the patient slid off the bed. She was found by a nurse and placed back on the bed. At that time the varizone movement system was activated. The bed was tested onsite and no issue with the varizone movement system was found. The nurse call cable that is responsible for sending the signal from the bed to the nurse station when the verizone movement system is activated was added to the bed upon delivery. However, no call cable was found when arjo representative was picking up the bed. It is unknown if the cable was taken from the bed when the patient was moved to the diffrent room or it was not attached to the bed at all. The device was swapped and the evaluation confirmed that the varizone movement system was working correctly.